Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing in the form of noise and was identified to have insulation damage. The ra lead was consequently capped and replaced. No patient complications have been reported as a result of this event.